Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the remaining longevity, from 59% last year to 14% at the current device check. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the battery usage had increased abnormally and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the remaining longevity, from 59% last year to 14% at the current device check. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the battery usage had increased abnormally and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.